Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.